Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Event dates estimated. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information reviewed, and due to the limited information available (article based on multiple individuals with no specific information regarding the individual patients), a cause for the heart failure cannot be determined. The reported patient effect of heart failure as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. Attachment: literature titled, interventions for secondary mitral regurgitation in patients with heart failure: a network meta-analysis of randomized controlled comparisons of surgery, medical therapy and transcatheter intervention.

Event description:
This is being filed to report the heart failure, rehospitalization and surgical intervention. It was reported through a research article identifying mitraclip that may be related to patient heart failure, re-hospitalization, and surgical intervention. Specific patient information is documented as unknown. Details are listed in the attached article: interventions for secondary mitral regurgitation in patients with heart failure: a network meta-analysis of randomized controlled comparisons of surgery, medical therapy and transcatheter intervention. No additional information was provided.